Event description:
It was reported to medtronic minimed that the customer received pump error 43 (an error in the motor was detected by reading unexpected value from hall sensor.), and pump error 130 (this alarm is generated when the pump detects movement in hall sensor counts that are unexpected since the pump did not command motor movement.) . The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed. Customer reported receiving a pump error. Customer was able to clear the error and complete the rewind process but pump did not pass displacement test. No harm requiring medical intervention was reported. The customer will discontinue the use of the pump and revert to a backup plan per healthcare professional instructions. Mmt-1884 was requested, and the customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
P-cap locked in place properly during testing. Unit was successfully downloaded using (thump software). The adapt tool was utilized to search for alarms that may have occurred in the past or during customer calls that might trigger the reason for concern. Pump error 43 was found on 07/24/2025 09:03:21.000 through 07/24/2025 19:21:35.000, with a total of 6 alarms noted. File=121 line=763. Per software engineering log, pump error 43 was generated due to incorrect hall sensor sequence, isolate to motor voltage regulator. Pump error 130 was found on 07/24/2025 07:56:42.000 through 07/24/2025 19:21:03.000, with more than 10 alarms noted. File=121 line=613. Per software engineering log, the mfda alarm was generated due to strong magnetic field. Pump error 63 was found on 07/24/2025 19:20:24.000, with one alarm noted. File=522 line=566. Per software engineering log, pump error 63 was triggered by motor rtc interrupting misfunction, isolate to electronic assembly. Pump error 53 was found on 07/24/2025 11:06:24.000, with one alarm noted. File=26 line=2292. Per software engineering log, pump error 53 was triggered by wrong queue status, isolate to electronic assembly. During testing, unit revealed constant pump error 43 upon rewind. Unit failed rewind test and testing was unable to be done for the displacement test, prime/seating test, basic occlusion test, force sensor test, and occlusion test. However, unit passed the self test. Per visual inspection, all connectors including motor flex connector were plugged in properly, however, corrosion was noted on the motor flex connector gold traces and electronic assembly, leading to the alleged alarms. The following cosmetic damages were noted: cracked case (battery tube), cracked case, scratched case, and pillowing keypad overlay. In conclusion, customer allegations of pump error 43 were confirmed when constant pump error 43 was displayed during testing of the unit for rewind. Additionally, allegations for pump error 130 were confirmed when it was recorded in download history files, due to exposure to strong magnetic field. Pump error 63 and 53 were also noted in download history files due to corroded gold traces on the motor flex connector. Isolate to electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.